Manufacturer narrative:
This report was identified to be a duplicate of emdr submission: 2518422-2023-26773. Please refer to 2518422-2023-26773 for details of investigation. This concludes this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a service mode button that could not be accessed. There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a service mode button that could not be accessed. The customer confirmed that the cable was attached properly and the device was still getting the same result. The customer was provided with a part ID for a replacement accept button. Investigation is ongoing.